Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt was not able to perceive stimulation after being re-implanted with a new generator. Add'l info received from the neurologist indicated that stimulation was present at some point and now the pt was not able to feel either normal or magnet mode stimulation. Diagnostic results were within normal limits, however, current info may suggest a possible relationship to the short-circuit condition of the implanted lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.